Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found loose tubing.

Event description:
The customer reported that the vela diamond has auto cycling. At this time, there is no information regarding patient involvement associated with the reported event.